Manufacturer narrative:
The investigation confirmed discordant (B)(6) results from a single patient sample using vitros anti-hbc reagent lot 2360 on a vitros 5600 integrated system. The results were considered discordant when compared to (B)(6) results obtained using two different non-vitros systems. The definitive assignable cause of the (B)(6) results could not be determined. Based on historical vitros anti-hbc reagent lot 2360 quality control results, there is no indication a reagent related issue contributed to the events. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros anti-hbc reagent lot 2360. There is no indication of an instrument malfunction; however, the customer did not perform a within run precision test at the time of the event when requested to definitively rule out an instrument issue as contributing to the event. In addition, it is unknown if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Furthermore, the presence of an unknown sample interferent cannot be completely ruled out as no results were provided when treating the affected sample with a non-specific antibody blocking tube or a heterophilic blocking tube. A definitive assignable cause for the event could not be determined.

Event description:
A customer obtained discordant (B)(6) results from a single patient sample using vitros anti-hbc reagent lot 2360 on a vitros 5600 integrated system. The results were considered discordant when compared to (B)(6) results obtained using two different non-vitros systems. Patient sample 1 results of (B)(6) (s/c (B)(6)) versus the expected result of (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The unexpected (B)(6) results were reported outside of the laboratory. However, no treatment was altered, initiated or stopped based on the reported result. Ortho was not made aware of any allegation of actual patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho). (B)(4).